Event description:
The customer observed positively biased magnetic hdl quality contorl (qc) results on the vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No pt results were reported, and there was no report of pt harm as a result of this event.